Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022 - july 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo which revealed a single thin long white particle matter, possibly of acrylonitrile butadiene styrene material, inside of the container filled with a liquid solution. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate described as a small long-strand particle was identified in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The event was identified at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.